Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product identification and expiration date - unknown; date implanted - unknown; manufacture date ¿ unknown.

Event description:
It was reported that patient enrolled in a clinical study underwent a right partial knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2004 due to infection. A radical debridement was performed during the revision and the femoral component and tibial bearing were removed and replaced.